Event description:
On event date, the end user called minimed, USA, and stated that they have been having a continuous problem with the infusion sets leaking, states the set will crack and leak around where the tubing connects to the site portion and their bg's will become elevated. States that back in november, pt had 2 boxes replaced and now pt has 2 more boxes that are defective as well. States that the 20 sets pt has did not all come from the same boxes. On april 18, 2001 maersk medical received the complaint and 13 used tubings.